Event description:
It was reported that it is not possible to turn on the ventilator and alarms constantly. There was no pt involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned dc/dc and standard connector printed circuit (pc) board has been completed. This board contains electronics which converting. This board contains electronics which converting incoming +12v unregulated to the ventilators all different voltages and all standard connectors is located on this board. In the ocular and microscopic investigation it was found that two original components a mosfet transistor and a coil had been exchanged. The root cause for why the pc board failed has not been determined, since the pc-board has been modified. The recommendation in the maquet service manual is to exchange the complete dc/dc and standard connector pc board, if it malfunctions. The two components are in the electronics for the +12v to the panel. If this malfunctions during ventilation it will not affect the ongoing ventilation. If the ventilator is turned off, this failure mode will occur.

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.